Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked lcd keypad connector noted. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 172 mg/dl at the time of the incident. The customer reported a crack adjacent to the viewing window on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.